Manufacturer narrative:
No investigation could be performed as the article did not provide any specific information regarding the procedure date or da vinci system identifiers. There was no report of, or indication of, any da vinci product issues. There is no indication that any da vinci products contributed to the reported complications. Citation: fankhauser cd, malkmus c, aschwanden f, baumeister p, mattei a. 'Igloo' technique for robot-assisted radical prostatectomy - maximum nerve sparing for early recovery of continence and sexual function. Bju int. 2024 aug;134(2):307-311. Doi: 10.1111/bju.16358. Epub 2024 apr 25. Pmid: 38664227. Section b3 : due to the lack of specific information regarding the event date associated with the adverse event, an alternate date, published date has been used. Section d : suspect medical device: due to the lack of specific information regarding the da vinci system associated with the adverse event, a generic system material number was used.

Event description:
A study to describe the surgical steps of the novel standardized ¿igloo¿ technique on robot-assisted radical prostatectomy (rarp) for localized prostate cancer, was summarized in a literature article. 13 patients underwent "igloo" rarp that was performed by one surgeon in one single institution between february 2020 and january 2021. One patient required the catheter for 11 days because of a leakage observed during cystography. One patient experienced a clavien¿dindo grade iii complication, which was bleeding from a small prostatic artery, and was treated with selective embolization. No transfusions were required, and no further complications were observed. There were no da vinci device issues reported in the article. Multiple requests for additional information from the designated author were made, but no response has been received.